Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy. The hcp reported that the patient stated the device hadn¿t worked since shortly after implant. The hcp reported that it sounded like the patient was frustrated with the device. The hcp reported that the patient reported that the device worked for a few weeks (¿like 2 weeks¿) after implant, they went back to the physician¿s office and a manufacturer¿s representative (rep) did some diagnostics and it worked again for a little while but then again shortly after that it stopped working and the patient didn¿t want to deal with it anymore. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008: product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008: product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2019. It was reported that the implantable neurostimulator (ins) worked for three weeks after implant in 2008 and it never worked after that. The external equipment also didn¿t work. The patient stated that they would have the device removed. In the end, the patient was directed to call patient services to perform troubleshooting with the external equipment and the other device issues. There were no further complications reported or anticipated.